Manufacturer narrative:
(B)(4). Correction: during evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The cause of the rite earth leakage current failed performance spec was determined to be blown fuses caused by the shorted pump assembly. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device failed the fluid temperature delivery verification step. There was no patient involvement.